Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to rising thresholds and increased/high pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and indicated the impedance trend on the rv (right ventricular) pacing lead was rising. On 2015-(B)(4) rv pacing impedance measured 1520 ohms in a gradually rising trend where impedance values rose from a minimum impedance value of 1184 ohms, 2013-(B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).